Event description:
It was reported that the customer had noticed a crack in her insulin pump. Customer stated that the crack went from the reservoir compartment to the esc button. Customer had her pump in her back pocket. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.